Manufacturer narrative:
Ps375845, method: the complaint h550 respiratory humidifier was received at our fisher & paykel healthcare (f&p) regional office in us, where it was inspected by a trained f&p service technician. The device was performance tested and the audible alarm function was checked. Our investigation is based on the information provided by the f&p service technician. Results: the customer stated that the audible alarm of a hc550 respiratory humidifier was not functioning. Conclusion: we are unable to confirm the reported fault as there were no faults found during device service. The hc550 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor in ohio reported that the audible alarm of a hc550 respiratory humidifier was not functioning. There were no patient consequences.

Manufacturer narrative:
(B)(4). The complaint hc550 respiratory humidifier is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported that the audible alarm of a hc550 respiratory humidifier was not functioning. There was no reported patient involvement.